Event description:
The customer reported that they noticed smoke coming from the machine during the final stage of a phacoemulsification procedure. The machine was turned off and the surgeon completed the irrigation of the eye manually. There was no injury to the pt.

Manufacturer narrative:
An investigation is currently in progress. A final report will be submitted at the conclusion of the investigation. All pertinent info available to amo has been submitted.